Event description:
The facility reported an infusion pump with failure code 812:02. The event was reported to have occurred during bio-med testing. According to the hospital respresentative, no patient injury or need for medical intervention has been reported. No additional contact information is available.